Event description:
Customer reported the workstation is not booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the surge suppressor, a blown fuse, and reseated circuit cards. System operates as intended.